Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch verio2 meter read inaccurately high compared to another device (accu-chek). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The exact meter readings were not provided. The tests were performed within 30 minutes of each other. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster) and denied that the patient made any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The reporter claimed that 3 hours after the alleged issue began the patient developed "dizziness" and felt "cold, clammy and sweaty." The reporter denied that the patient received medical treatment due to the alleged inaccuracy issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.